Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp) related to fluid loss and inflation. There was a hole and the location was not determined. All components of the existing ipp were explanted and replaced with a new ipp. No additional patient complications were reported and the patient was said to be doing good after the surgery.